Manufacturer narrative:
The claimed issue was related to the low pressure alarm. There was no patient harm reported. Identification of issue has been done by analyzing problem description and servce report. Based on technician statement, the drainage valve was defective. The issue was resolved by replacing drainage valve. The device was delivered to the user in working condition. The issue was decided to be reported as faulty drainage valve may lead to moisture air entering the air gas module in the connected ventilator. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor alarmed for low air pressure. There was no patient harm. Manufacturer's ref. #:(B)(4).